Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The instrument grip tips opened and closed properly. The instrument passed the grip test. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys in the space between the grips. The instrument failed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause of thermal damage was attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.